Event description:
Patient called lfs in 2004 alleging the meter would only prompt an error 1 message while attempting to test. The patient reported no high or low blood glucose symptoms while attempting to test. During troubleshooting the meter would not power on. Neither issue was not resolved with troubleshooting. The meter has been replaced for the patient. No further information has been reported.